Manufacturer narrative:
The device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported by a company representative that during a craniotomy procedure the screw head broke off from three screw bodies each while attempting to plate the bone flap. Two of the three screws were completely removed from the bone flap, and the other was left inserted. It was reported that the procedure was completed successfully without a delay. No medical intervention or adverse consequences were reported with this event.

Manufacturer narrative:
The reported event could not be confirmed since the complained screws were not returned. It could be determined that a corresponding blade 62-15000 was used in the reported regarding the complained screw. However, the complained screws were not returned so that the failure mode could not be attributed to a certain root cause. According to the related risk management file, the most likely root causes could have been: too less fixation of implant to bone; insufficient bone-quality/quantity; incorrect choice of screw (diameter, length, type). Based on statistical evaluation there are no indications for any systematic design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend.

Event description:
It was reported by a company representative that during a craniotomy procedure the screw head broke off from three screw bodies each while attempting to plate the bone flap. Two of the three screws were completely removed from the bone flap, and the other was left inserted. It was reported that the procedure was completed successfully without a delay. No medical intervention or adverse consequences were reported with this event.